Event description:
The customer reported being hospitalized due to low blood glucose of 20mg/dl. The customer mentioned that the reservoir had air bubbles. Advised to replace the plunger and manually push the plunge to verify the insulin exits the tubing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.